Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the electrical connector had discoloration due to water leakage. Also, evaluation found air/water supply volume did not meet the standard value due to clogging of the nozzle, the electrical connector had corrosion, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the forceps channel port was shaved, the connecting tube was dented, the paint on the air/water cylinder was peeled, the universal cord was wrinkled, the control unit was discolored, the bending section cover adhesive was chipped, the suction cylinder was shaved, the connecting tube was wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had an air/water leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer did not have any idea what the foreign material was or how it adhered to the scope. The report is being submitted due to foreign material in the scope found during evaluation.